Event description:
Information received by medtronic stated that the insulin pump had a hardware low level failure alarm. Customer stated that the insulin pump was exposed to moisture and battery compartment was cracked. No harm requiring medical intervention was reported. The customer will discontinue use of the devise.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black . Customer returned insulin pump for alleged cosmetic damage located at the battery side of case, insulin pump error, and exposure to moisture found on june 06, 2022. The insulin pump passed the displacement test and self test. No unexpected alarms/alerts noted during testing. Successfully downloaded history files and traces using thus. Confirmed the following alarms/alerts in downloaded history/trace files : insulin pump error on june 06, 2022 at 03:01:17.000. Insulin pump error due to hardware error, isolated to electronic stack. Test p-cap and reservoir locked properly into reservoir compartment during testing. Insulin pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. The following were noted during visual inspection: battery tube threads - cracked, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), pillowing keypad overlay, and partially stained/peeling serial number label. Insulin pump error confirmed due to hardware error, isolated to electronic stack. Cosmetic damage confirmed at the battery side of case. Exposure to moisture not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Customer returned pump for alleged cosmetic damage located at the battery side of case, pump error 63, and exposure to moisture found on 06-jun-2022. The pump passed the displacement test and self test. No unexpected alarms/alerts noted during testing. Successfully downloaded history files and traces using thus. Confirmed the following alarms/alerts in downloaded history/trace files : pump error 63 (variable 15) on 06/06/2022 at 03:01:17.000. Pump error 63 due to hardware error, isolated to electronic stack. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage¿on the electronic assembly, motor or force sensor.¿the following were noted during visual inspection: battery tube threads - cracked, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), pillowing keypad overlay, and partially stained/peeling serial number label. Pump error 63 confirmed due to hardware error, isolated to electronic stack. Cosmetic damage confirmed at the battery side of case. Exposure to moisture not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.